Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the current cartridge. Customer's blood glucose ranged from 214-215 mg/dl.